Manufacturer narrative:
The complaint sample was not returned and the lot number is unknown; therefore, the device history record could not be reviewed. Based on the information received from the user facility, it is believed to be a use related problem. Each device port is labeled on the port itself. In addition, the instructions for use provide the following information. (B)(4).

Event description:
It was reported that a patient was transferred from the emergency room to the micu with a stool management system in place; cuff port was inflated with 500 cc of lactulose. The micu nurse reported that the patient was admitted encepholopathic and was intubated. A drop in blood pressure was noted, the patient was x-rayed in the micu, something was noted in return from x-ray and the patient was taken to the operating room. It was reported that 530cc of fluid was drained from the inflation cuff port, which correlates to the 500 cc of lactolose given to the patient in the emergency room. The incident resulted in a perforated bowel and subsequent expiration of the patient.